Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented through merlin.net transmission with long change time alert. Patient was called in clinic to perform manual capacitor maintenance. Charge time was within normal limit. Patient will be followed-up in clinic every two months for device check. Patient's condition was fine.

Event description:
New information received notes that the patient came in for a check and charge time-out was noted when manual capacitor maintenance tests were performed. It was suggested that device could be relied for charging and delivering therapies. The physician should consider if the device should remain implanted.

Manufacturer narrative:
Previously it was suggested that the device could not be relied for charging and delivering therapies.

Event description:
New information received notes that the device was explanted and replaced. Patient was in good condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Manufacturer narrative:
(B)(4)